Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the staples were unformed at the first firing. Bleeding occurred a little from the staple line. Another device was used to complete the case. There were no adverse consequences to the pt. The doctor commented that the stomach was not exaggerated and he held on for 10 seconds at clamping and after the firing.

Manufacturer narrative:
Date sent: 04/07/2009. Information anticipated, but unavailable at this time.